Event description:
A doctor's office alleged that two (2) employees had experienced rashes on their forearms after contact with surfaces which had been cleaned using the caviwipes1 product. This is the first of two (2) reports.

Manufacturer narrative:
Specific patient information such as age and weight was not provided. The employee sought further medical attention from occupational health and was diagnosed with contact dermatitis. The doctor prescribed a cream for treatment which alleviated the symptoms. To date, the employee has fully recovered and is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no further evaluation can be conducted.